Manufacturer narrative:
A replacement transformer was sent to the customer. Attempts to retrieve the product were unsuccessful as were attempts to retrieve additional complaint information. A medela clinician was unable to make contact with the customer regarding her report of exposed wires and sparking from the power transformer for her breast pump. Csr resolved the issue by replacing the part at issue. There is no indication customer was injured or required medical attention beyond a topical ointment for a minor skin problem. Further clinical follow-up is not indicated. Should additional information or the original product be received, resulting is new, changed, or corrected information, a follow up report will be filed at that time. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that her transformer no longer worked and that there were exposed wires and she saw sparking.